Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under eval. When the device eval is complete, a follow up report will be submitted.

Event description:
The customer reported that during an appendectomy procedure, the device did not seal completely, and bleeding occurred. The bleeding was described as less than 500cc, and no transfusion was necessary. Reportedly, an endtone, indicating a completed seal cycle, had not been heard, and it is unk if a regrasp alarm sounded. A stapler, cautery device and a drain were used to correct the condition.